Event description:
The implantable neurological lead was returned for analysis after 11.6 months implant duration due to reported high impedance measurements (>4000 ohm) detected in 2006. The product had been implanted in 2005. The hcp also indicated the device had been reprogrammed four months following implantation because the number two electrode was fractured, which resulted in reprogramming to activate electrode number three. When high impedances were measured in 2006 the patient underwent device removal with no reported patient complication. The patient dob and gender are unk. The unit was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis- final device analysis results for model 3998 reveal multiple conductor wires are broken at their respective electrode weld sites. Fractures are seen at conductors numbered zero, four, five and six. The product service life was 11.6 months.